Event description:
This lead had intermittent oversensing. The physician also replaced the lv lead at the same time for intermittent loss of capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead under complaint was extensively analysed. Upon receipt, the lead was found dissected in two segments at 19 cm distal to the is-1 connector pin. A third segment of length 2.5 cm between these two was not received for analysis. The inspection revealed abrasion marks along the lead body, with a damaged insulation at the distal segment. This insulation damage can be considered as the root cause of the intermittent oversensing mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The cuttings of the insulation and the deformation of the svc shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.